Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. A revision and plate cleaning was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "white screen" (no display or display failure); "shut down" (loss of power). A customer reported the screen went white then shut off completely during a case. The system was switched out and the case was completed. There was no patient injury reported.